Event description:
Bd vacutainer rubber ended covered needle pierces through when opening the package. Clean stick but pierces through gloves and minor injury exposure to staff and employees. Has occurred three times.